Event description:
It was reported that patient underwent procedure utilizing a meniscal repair device on (B)(6) 2010. During the procedure, the second trigger would not deploy the suture. There was no delay to the procedure or injury to the patient as a result. No further information has been received to date.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.